Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of hg449c203 not aspirating was not determined. The cause of hg449c202 not going on the connector pin in the connector was also unknown and the catheter would not feed into the connector. It was noted these two portions of the catheter would be returned.

Manufacturer narrative:
H3: analysis of the implantable intrathecal catheter s/n (B)(6) found that difficulty with the sc connector led to explant. There was also damage to the transition tube. Analysis of the implantable intrathecal catheter s/n (B)(6) found that the catheter body was torn or broken or melted at or after explant, which did not affect infusion. Analysis of the implantable intrathecal catheter s/n (B)(6) found that the pin connector collet was detached. Analysis of the implantable infusion pump s/n (B)(6) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#:, serial#: (B)(4), implanted: n/a, explanted: n/a, product type: catheter. Product ID: 8780, lot#:, serial#: (B)(4), implanted: n/a, explanted: n/a, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 1336 mcg/day) via an implanted pump. On (B)(6) 2020, it was reported that during the pump replacement procedure when the physician went to remove the sutureless connector from the old pump, it would not come off with the pressing of the black dots. The pump segment of the catheter was replaced with hg449c203 and after that the catheter would not aspirate. They cut off that pump segment and replaced it with hg449c202 and that pump segment of the catheter would not go on the connector pin in the connector. They cut it off and replaced the pump segment with hg449c204. There were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient had no signs or symptoms related to the event. The patient status was reported as ¿alive, no injury¿. No further complications were reported/anticipated.